Event description:
It was reported that a pericardial effusion occurred. During a concomitant watchman and farapulse procedure for atrial fibrillation, a versacross connect access solution for faradrive was selected for use. The physician noted poor intracardiac echocardiography (ice) visualization during the initial transseptal puncture (tsp) and relied on both transesophageal echocardiogram (tee) and ice to proceed. After crossing with versacross transseptal system, the physician was unable to visualize the wire, retrieved it, and performed a second tsp attempt. A pericardial effusion was observed during farapulse, prompted by a drop in blood pressure. The physician believes the effusion most likely occurred during the initial tsp attempt due to limited visualization. The effusion was confirmed via ice and tee, and a pericardiocentesis was performed, successfully stabilizing the patient. The procedure was completed successfully. The patient required hospital admission beyond standard care and expected to fully recover. The device return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
This supplemental report is being submitted due to additional information received and revised later on 02-feb-2026. The field describe event or problem (b5), in the section b - adverse event or product problem was updated. Also, this event reported on 02-feb-2026 (report number 2124215-2026-05864) was then confirmed to be created in error, which was noted to be a duplicate from another report already captured under report number 2124215-2026-05865 (submitted on 02-feb-2026). Therefore, if there is any further relevant information obtained, a supplemental medwatch will be filed under the report number 2124215-2026-05865. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion occurred. During a concomitant watchman and farapulse procedure for atrial fibrillation, a versacross connect access solution for faradrive was selected for use. The physician noted poor intracardiac echocardiography (ice) visualization during the initial transseptal puncture (tsp) and relied on both transesophageal echocardiogram (tee) and ice to proceed. After crossing with versacross transseptal system, the physician was unable to visualize the wire, retrieved it, and performed a second tsp attempt. A pericardial effusion was observed during farapulse, prompted by a drop in blood pressure. The physician believes the effusion most likely occurred during the initial tsp attempt due to limited visualization. The effusion was confirmed via ice and tee, and a pericardiocentesis was performed, successfully stabilizing the patient. The procedure was completed successfully. The patient required hospital admission beyond standard care and expected to fully recover. The device return is not expected. It was further reported that the pericardial effusion was located pericardial sac, precise location unknown. Act was therapeutic. By the time the patient complication begun there were no versacross devices in the patients body. It is confirmed that the versacross devices caused no issue or malfunctioned during the procedure. The physician did not state that any of the access solutions contributed to the patient complication. The patient was not hemodynamically stable when complication noted due to a drop in the patients blood pressure. The faradrive sheath did not cause issue or malfunctioned during the procedure. The patient hospitalized beyond standard care of time and they were later discharged.